Manufacturer narrative:
Upon follow up it was reported that the patient was hospitalized on the same day of the onset. Five days after the onset, the patient was reported to have recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. On an unreported date, the patient was treated with vancomycin injection (1 gram, once in 5 days, route and duration not reported) and fortum injection (1 gram, once daily, route and duration not reported) for peritonitis. At the time of this report, the patient outcome was unknown. Action taken with pd therapy was not reported. No additional information was available.